Event description:
It was reported that, while deploying the catheter anchor from the anchor dispenser, the anchor curled up on both the leading and trailing wings. The surgeon was easily able to slide the deployed anchor off of the catheter and another anchor was displayed from a catheter accessory kit without further incident. The cause of the event was unknown. No additional actions or interventions were taken. There were no patient symptoms or complications associated with this event. The device system was used to deliver saline.

Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter; product ID 8785, lot# n362121, implanted: (B)(6) 2014, product type: accessory. (B)(4). Analysis of the anchor revealed that it did not properly detach from the ascenda tool and was unable to be used. The proximal and distal sides of the anchor were significantly deformed in shape. The anomaly seen was likely related to silicone blocking that occurred between the interaction of the anchor and the hypotube.